Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sleeve gastrectomy - "device faulted and would not activate on first, second, and third activations on abdominal wall adhesion. Tissue was regrasped from a different angle and activation was completed. Bleeding occurred lateral to the seal at the pyloric area. Surgeon was able to control bleeding with additional activations. Surgeon experienced bleeding again lateral to the seal midway up the stomach and again near the angle of his. Surgeon was able to control bleeding with additional activations. Surgeon finished the remainder of the case with liagsure from this point on. Cer is for internal analysis and correspondence with hospital is not required. Will be sending in remaining 8 units of this product with this lot number for replacement." Patient status - patient is fine.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, only the device key was returned. In the absence of the subject device, it is difficult to determine the root cause of the event. The activation logs were pulled from the microchip housed in the device key and were analyzed. Based on these logs, the device appeared to complete seal cycles as intended. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Engineering was unable to determine the root cause of the complainant's experience as no device was returned to evaluate. Although the root cause could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. Additional information requested and received. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from team member on april 15, 2016: the tissue type that was being sealed when the insufficient hemostasis was observed on the first, second, and third activations that faulted were on the abdominal wall adhesions. The remaining was on omentum tissue, and as the surgeon progressed up the stomach he would 'hug' the stomach. So around the greater curvature it was omentum tissue but possibly had a little stomach tissue in the jaws as well. On the abdominal wall adhesion, the thickness/size of the tissue was very small 1 mm. No information on the thickness/size of tissue on the omentum. Bleeding occurred at pyloric area upon first and multiple activations thereafter both on stomach and patient side. Oozing and back bleeding occurred on stomach side and arterial pumping on omental side. Four (4) arterial bleeders were witnessed throughout the case. The first was at the pyloric sphincter. Tissue was regrasped and resealed without cutting. Second and third bleeders occurred at two separate points midway up the stomach and were addressed with the same technique of sealing and not cutting. The final bleeder, also the largest, occurred in a critical area up at the angle of his. The vessel size was approximately 1-1.5 mm. The surgeon noticed the insufficient hemostasis on the first activation. Insufficient hemostasis was observed every couple activations throughout the procedure. The jaws of the device were believed to be cleaned halfway through the procedure. The surgeon did not notice an improvement with hemostasis when the jaws were cleaned. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. There was no eschar buildup on the jaws when the insufficient hemostasis was observed. With the first couple of activations, the alarm core "reactive" was present. The patient did not exhibit any vascular pathology. No anticoagulation medicine was given to the patient. The device was not used on diseased or inflamed tissue.